Manufacturer narrative:
A ge service rep performed an onsite investigation. The software and calibration files were reloaded. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would intermittently not boot up. No pt injury was reported.